Manufacturer narrative:
Customer reported that device had error code issues. Pump was found to be displaying error code messages on power up when batteries are inserted during the investigation. Visually inspected the pump. Damaged mpu board. Unable to determine who caused the problem. Replaced mpu board.

Event description:
It was reported that the device had error code issues. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that device had error code issues. Pump was found to be displaying error code messages on power up when batteries are inserted during the investigation. Visually inspected the pump. Damaged mpu board. Unable to determine who caused the problem. Replaced mpu board.

Event description:
It was reported that the device had error code issues. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that device had error code issues. Pump was found to be displaying error code messages on power up when batteries are inserted during the investigation. Visually inspected the pump. Damaged mpu board. Unable to determine who caused the problem. Replaced mpu board.

Event description:
It was reported that the device had error code issues. No patient injury was reported.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1260. No adverse effects were reported.